Manufacturer narrative:
(B)(4). D10 - medical product: nexgen femoral component catalog # 00599601601 lot # 63161574 nexgen articular surface catalog # 00596404010 lot # 62994597 g2: united kingdom h3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2024-00076 0001822565-2024-00969. H3 other text : product location unknown.

Event description:
It was reported patient underwent a revision procedure eight years post implantation due to unknown reason. Attempts to obtain additional information have been made; however, no more is available.

Event description:
It was reported patient underwent a revision procedure eight years post implantation due to aseptic loosening of the tibial component. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. D10 : palacos r+g catalog # 66017569 lot # 81114414.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: morbid obesity, pain left shin and knee, subchondral lucency under medial and lateral tibial plate with tilting of tibial component, consistent with loosening. X-rays confirmed tibial loosening. All components and old cement removed, new competitor components were placed. Root cause was unable to be determined. Reported event was confirmed by review of provided medical records and subsequent review by a healthcare professional. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.